Event description:
Boston scientific received information that during a hospital check, this patient¿s device and right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2500 ohms. Loss of capture at maximum outputs was also observed. Every time the patient moved or spoke, there was undersensing as well as oversensing of noise which led to pacing inhibition, though there was no asystole of greater than two seconds noted. The patient was asymptomatic to these issues occurring. The physician believed the rv lead was fractured; however, this was not confirmed via x-ray. Surgical intervention was performed and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.